Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was not open, and user got drawer stuck while doing restock. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawers 3 and 4 were dead. A field service engineer powered off the unit and replaced the module board. After powering on and reconnecting the drawers, the board lit up briefly and went dead. The module board was replaced again, and only drawer 4 was connected, but the same issue occurred. The customer completed an inventory of medications in another drawer. The drawer controller board for drawer 4 and the module board for drawers 3 and 4 were replaced and test was passed. Nurse completed the inventory medications in drawer 3 and 4. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was not open, and user got drawer stuck while doing restock. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.